Event description:
On (B)(6) 2013 the patient¿s mother contacted animas alleging that four nights prior, the subject pump stopped delivering insulin while the patient was asleep. The reporter stated the patient woke up with a high blood glucose (bg) of 400-500 mg/dl with symptoms of severe lethargy, severe headache and severe stomach ache. The reporter stated the patient¿s high bgs were treated with insulin injections and the patient¿s bg responded. At the time of the call, the reporter denied that the pump powered off. The patient¿s mother stated that she changed out the patient¿s supplies and battery and the pump would initially deliver but would then stop for a while. The animas representative noted that the pump history could not be reviewed at the time of troubleshooting because the pump¿s keypad buttons were unresponsive. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.